Event description:
The event involved a tego connector where it was stated that after the hemodialysis session ended, during catheter flushing for closure while handling the catheter, the tego's silicone ruptured and detached from the polycarbonate. There was an impact on patient care, necessitating referral to the emergency room for assessment and appropriate medical intervention. As a result, the patient developed a gas embolism. Immediately, the catheter was clamped, and an attempt was made to aspirate the air, with about 2.5 milliliters of air removed. The patient developed coughing and a feeling of chest tightness. He was placed in the trendelenburg position and started on a nasal oxygen gas catheter at 3 liters per minute. He was transported to the emergency room of the hemodialysis unit, where he remained under observation, in trendelenburg, and with nasal oxygen gas at 3 liters per minute. He remained hypotensive, with blood pressure of approximately 80 per 50 during the evaluation, which was already the patient¿s baseline. He was medicated with dipyrone 40 drops (1 gram). The patient fully recovered; however, the recovery was progressive.

Manufacturer narrative:
The device is available for evaluation: it has not been received. The investigation is pending.